Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: damage to the body side fold stopper/snap stop, slow scope mount operation, and corrosion on the scope mount. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): the IFU of the subject equipment was checked. As a result, no abnormalities were found. Regarding the issue of flooding, the breakage of the body's side stopper prevented water tightness, allowing water to enter the body and flooding of the main unit's imaging/camera cables. For all of the other issues, the cause could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head main unit's image capture was flooded, and the camera cable was flooded. There were no reports of patient involvement.